Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The right atrial (ra) lead impedance was noted to have declined at the time of the reset as well. The reset was cleared and lead impedance returned to normal range based on historical trends. The ipg and ra lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Prpoduct event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The lead impedance trend looks stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.